Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown mg/dl at the time of the incident. During customer's initial call to troubleshoot with blank display, he was advised that a replacement battery cap will be sent. Customer stated that he used his battery cap with a spare insulin pump and it worked fine. Customer also mentioned that he had the blank display issue since 2 months ago and even with new battery the insulin pump would not power up. Customer stated that there was also an issue with constant tone and was not able to perform troubleshooting due to insulin pump not working. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is not expected to return for analysis.

Manufacturer narrative:
Motor error alarm during the occlusion test and unable to prime during the prime test due to faulty force sensor resistor. The insulin pump passed the operating currents measurement, self test, unexpected restart error test, rewind, basic occlusion test, excessive no delivery test and displacement test. Motor passed motor test. No blank display anomaly or constant tone anomaly noted. No damage found on lcd isolation tape noted. Pump had cracked case at display window corner, battery tube threads and minor scratched display window.